Event description:
Patient presented to the physician with voice hoarseness and shortness of breath since the implant procedure. Imaging was performed, and it was suspected that the sensing lead may have been positioned in the pleural or against the vagus nerve. Physician brought the patient into the or, opened the site, and confirmed the sensing lead was not in the pleural but was pushing against it. Physician repositioned the sense lead, re-sutured, and closed the site.